Event description:
While the patient was under impella cp support, the patient¿s leg was noted to have diminished and then absent pulses. It was cool/cold to the touch. The patient was escalated to the impella 5.5. The impella cp was removed from the left ventricle and left in thoracic/descending aorta until vascular surgery was completed. The vascular surgery was to continue and the return of the flow in the leg was to be monitored.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No device was received for investigation. Limb ischemia: to determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.